Event description:
It was reported that during an unknown procedure, the staples were malformed after the firing. Changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? The device was used on lung lobe. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Was buttressing material utilized? If so, which product? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The surgeon felt the firing force was higher than usual.